Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm horizon small clip applier (hsca) instrument cable was broken or loose. The customer used a backup hsca instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm horizon small clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the proximal end within the housing. The cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.